Event description:
A malfunction alarm was reported on the pump, and the customer indicated the pump was under warranty. There was no adverse impact to the customer¿s blood glucose level reported, as the customer declined to specify whether levels exceeded 500 mg/dl. The customer opted for multiple daily injections as a backup therapy and was instructed to put the pump into storage mode before returning it using the provided pre-paid label within ten days. Technical support confirmed the shipping address and arranged for a pump replacement.